Event description:
We received an allegation of questionable inr results for two patients tested with the coaguchekxs meter with serial number: (B)(4) compared to a stago compact max with neoplastin reagent laboratory method. The questionable results were reported outside of the laboratory. On (B)(6) 2022, patient 1 had a meter result of 7.1 inr. The laboratory result using a venous specimen was 4.5 inr. The comparison was performed within 30 minutes of each other. On (B)(6) 2022, patient 2 had a meter result of 5.0 inr. The laboratory result using a venous specimen was 3.2 inr. The comparison was performed about 30 minutes of each other. The therapeutic range for both patients is 2.0-3.0 inr. The laboratory results were deemed correct.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The time between the fingerstick and blood application to the test cartridge/strip was unclear because the customer wipes off the first drop of blood and uses the second drop of blood. Product labeling states: "4. Collect the blood - twist the protective cap off the coaguchek lancet. Massage the finger until you see increased color in the fingertip. Keeping the hand down, press the tip of the lancet firmly against the side of the fingertip. Press the blue trigger button. Gently squeeze from the base of the finger to develop a hanging drop of blood. 6. Apply the blood within 15 seconds of sticking the fingertip, apply the blood to the target area of the test strip - either from the top or side of the test strip. Hold the blood drop to the test strip until you hear a beep. The flashing blood drop symbol disappears. " on a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The investigation did not identify a product problem. The cause of the event could not be determined.